Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2020, plaintiff underwent placement of an angiodynamics smartport product, reference number (B)(4), lot number 5585461. The device was implanted by dr. (B)(6), for the purpose of providing chemotherapy. On or about (B)(6) 2021, plaintiff presented herself to the emergency department at (B)(6), with complaints of fever and bilaterial hip pain. Blood cultures were drawn and were positive for escherichia coli. Plaintiff's medical team determined that the smartport was the source of the infection and that she should be admitted to (B)(6) and prescribed antibiotics. Her hip pain was determined to be unrelated to the infection. The infection improved over the next five days and plaintiff was discharged on (B)(6) 2021, with instructions to return to the hospital should her symptoms reappear. ((B)(4)- 1317056-2025-00083). On or about (B)(6) 2023, plaintiff presented herself to tampa guidewell emergency doctors with complaints of a fever and a suspected infection due to her smartport. Her medical team prescribed antibiotics to treat a bacterial infection. In the evening of (B)(6) 2023, when her symptoms continued, she presented herself to the emergency department at (B)(6). Plaintiff's medical team diagnosed her with sepsis due to an infection arising from the smartport. Plaintiff was admitted to the hospital to treat the infection and was later discharged on (B)(6) 2023. ((B)(4) - 1317056-2025-00084). On or about (B)(6) 2023, plaintiff's defective port was removed by dr. (B)(6). Plaintiff's port was removed due to plaintiff's history of port related infections, and plaintiff was experiencing fevers following her port catheter infusions. ((B)(4) - 1317056-2025-00085).

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. The port was implanted into the patient more than 42 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 42 months later. Device direction for use cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the directions for use (dfu) that is provided in the smartport device contains the following directions and precautions: contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: · the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. · reuse of single-use devices creates a potential risk of patient or user infections. Contamination of the device may lead to injury, illness or death of the patient. · do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions · carefully read and follow all instructions prior to use. · strict aseptic technique is of paramount importance when implanting any device. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: erosion of vessel and skin implant rejection infection inflammation necrosis of scarring of skin over implant area vessel trauma post-operative care the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines · each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. · follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).